Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and symptoms described as trembling, ¿black eyes¿, nausea, and ¿could not get up¿ and paramedics were called. Customer was transported to a hospital and treated with intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected applicator and cap and no issues were observed. Sensor cap is retained inside applicator cap and the applicator had fired correctly. Visually inspected the sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor data was analyzed and terminated patch was observed, indicating that the termination was due to occurrence of lsa (late sensor attenuation). No abnormalities were observed with the sensors data. Therefore, this issue is not confirmed to late sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and symptoms described as trembling, ¿black eyes¿, nausea, and ¿could not get up¿ and paramedics were called. Customer was transported to a hospital and treated with intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.